Event description:
It was reported that the buttons were not responding on the customer's insulin pump. No significant events leading up to the issues were recalled. It was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 170 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly during our testing. However, found moisture damage to the keypad traces during our visual inspection. No unexpected frozen display during our testing. The insulin pump has cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.